Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 11-dec-2024 to 06-dec-2024 as per new additional information and which is updated in sections b3 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: paramedics were called for the low and customer was taken to the emergency room at 4pm. Customer reported a crack on the battery compartment that occurred on december 6, 2024. Customer said there was no physical damage to the retainer ring. Customer said she was not disconnected during the last rewind/prime sequence. Troubleshooting was done for the damage but further troubleshooting was declined for the low.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with emergency medical service/ambulance/emergency response visit. The event involved product(s) mmt-442ag, mmt-342, mmt-1884l. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-442ag. No product return is required for mmt-342. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.